Event description:
During right shoulder arthroscopy doctor was using burr and the tip of burr detached. The surgeon used a grasper to remove the tip. Doctor and rep from arthrex inspected piece all intact and approximated.